Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the following: the instrument's blades had mechanical indentations and burrs. There were indentations at both sides of the blades on the grip area. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. The instrument's distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in sterile processing, it was noted that broken distal wires were observed on the mega suturecut needle driver instrument. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning procedure outcome, fragments falling into the patient, and patient injury with no success. A follow-up MDR will be submitted if additional information is received.